Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient received multiple line blocked alarms. Cgm readings went into the 300s with their first line block alarm, and reports the alarm was due to a kinked cannula. There was no patient injury. Patient details were provided: the patient is not hispanic/latino, white female, 35 years of age.